Manufacturer narrative:
Medtronic received additional information that the patient's medical history includes rheumatic disease. The physician reported he had preserved the native posterior leaflet, which may have impeded flow into this valve and not allowed it to properly close. The physician reported that more of the posterior leaflet was excised when this valve was replaced. Following the replacement procedure, the patient experienced atrial fibrillation (afib). No other adverse patient effects were reported. Patient's identifier added. (B)(4).

Manufacturer narrative:
Analysis: the valve was received at medtronic in a cloudy brown solution in a specimen jar. The valve was discolored showing evidence of blood contact. Small needle holes and tears in the sewing ring showed placement of implantation sutures. All leaflets were in a semi - relaxed position which is a normal finding for this valve as it was processed with the leaflets in relaxed state. All leaflets were slightly stiff but flexible. This is expected since the valve went through decontamination process that includes a high concentrate of a tissue fixation. This decontamination process, as well as blood contact, are known to cause stiffness of the tissue. Receipt solution may have contributed to the stiffness of the leaflets. All commissures were intact. The valve was then tested on a pulse duplicator at 70 beats per minute/65% diastole; cardiac output of 5 l/m. Hydrodynamic testing data showed the gradients were slightly greater than the historical gradients testing data. The regurgitations were larger than the baseline. High speed video footage at three varied cardiac outputs showed leaflets appeared stiff during pulse duplication, particularly at the lower flow rate/cardiac output of approximately 2.5 l/min. This and the appearance of the tissue indicate the potential for exposure to formalin. There was no visible gapping between the free margins at closure, however the stiffness may have precluded the ability of the leaflets to close rapidly and tightly. This likely is the reason for the higher total and closing volumes. Likewise, the stiffness was likely the reason for the slightly elevated gradients observed during testing. Additionally, the decontamination process after blood exposure increases leaflet stiffness. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. There is no visual or physical reason discernable for the event as described. Conclusion: based on the investigation and analysis findings, the conclusive cause of the reported coaptation and regurgitation cannot be determined. However, the physician reported that he had preserved the native posterior leaflet, which may have impeded flow into this valve and not allowed it to properly close. The physician reported that more of the posterior leaflet was excised when this valve was replaced. Based on this observation, the coaptation and regurgitation could have potentially been caused by the implant technique and procedure. (B)(4).

Manufacturer narrative:
Product analysis: the product has not been returned for analysis, however, the return is anticipated. Conclusion: attempts to obtain additional information have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that immediately post implant of this bioprosthetic mitral valve, this valve was explanted and replaced with a competitor's valve due to severe regurgitation. While the physician was slowly increasing blood volume while bringing the patient off-pump following implant, the valve would not close. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.